Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event of peritonitis. On the same day as onset, the patient began treatment with cefazolin and ceftazidime (1 gram, daily) intraperitoneally (ip) as empiric treatment for peritonitis. At the time of this report, the patient was still on antibiotics and the patient had two doses left of his antibiotic treatment. At the time of this report, the patient stated he had no symptoms and stated that he had recovered from the peritonitis event (unable to identify a specific date for recovery). Dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event